Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the sentrant device. The exact size of the device is unknown. Survey results from a cardiovascular surgeon in practice 16 years, who has used the device 54 times in total over the last 14 months and 48 times in the last year. During use of the sentrant, the following complications were encountered; blood loss, bleeding (bleeding from the site in antiaggregate or anticoagulate patient), hematoma (which was treated with compressive dressing and conservative treatment), embolization with transient or permanent ischemia (diagnosed and managed in cooperation with neurological colleagues), infection (generally treated conservatively with antibiotics), vascular trauma (a pair of cases in the initial learning curve phase), death (patient with multiple comorbidities and very elderly) the physician found the adverse events to be somewhat or not at all concerning. Some of the events were considered to be device related. The physician found the death events to be somewhat concerning and not related to the device. No further information has or will be provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.